Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had damage on the insulin pump. Customer's most recent blood glucose was 47 mg/dl. Customer stated that the glass in the front of the pump was scratched up pretty bad. Customer was aware of why he was low. Customer already ate to correct and his blood glucose was in control. Customer did not want to troubleshoot for the low blood glucose at the time of the call. Customer stated that there were 5 scratches in various areas on the lcd screen and the damages have been there for about 2 years or so. The damage may be due to the pump being dropped or bumped into something over time. Customer stated that he is able to read the screen and the pump is functioning. Customer was advised to monitor the pump. Customer indicated that he is going to try to get a hold of his health care professional and call back if he wants to replace his pump.